Event description:
It was further reported that the drug used was morphin 20 mg/ml and the daily dose was 7,997 mg/day simple dose. The patient was reported as doing fine at the moment and the pump was working well.

Event description:
It was reported that two to three weeks ago, the patient¿s refill had gone into the pump pocket. As of (B)(6) 2014, the pump reservoir had been completely empty for several days. The patient was experiencing pain. They changed the catheter before they noticed the real problem. The pump was refilled on (B)(6) 2014. The patient was still ¿very painful during the day¿. The patient was ¿under the control at the hospital¿. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Catheter model-unknown; serial #-unknown; implant date-unknown; explant date-unknown.